Event description:
It was reported that after post-dilatation of a stent at the anastomosis of an a-v graft, the pta balloon got caught on the stent during retraction. The balloon was able to be removed successfully without any stent movement. There was no reported patient injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number, for these failure modes. The device was returned. The investigation is confirmed for peeled material, as the outer layer of pebax was peeling off the balloon. The investigation is inconclusive for stent-related retraction issues, as the reported conditions of use could not be recreated. The balloon was returned partially inflated, which may have contributed to the reported difficulty while retracting the balloon from the stent. It is also possible the loose pebax material identified in the eval interacted with the stent, leading to the reported event. However, the definitive root cause for the peeling pebax could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event.